Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.